Event description:
It was reported that patient enrolled in a clinical study underwent left femoral resurfacing procedure on (B)(6) 2007. Subsequently, patient experienced abductor tear which was repaired on (B)(6) 2011. A review of invoice history could not confirm the initial procedure date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a surgical complication occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient experienced abductor tear and was repaired on (B)(6) 2011. Additional information received revealed it is unknown if the abductor tear was caused by the implant. Product identification is now known.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient experienced abductor tear and was repaired on (B)(6) 2011. No further information has been provided.